Event description:
It was reported that the programmer would not read/interrogate devices. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Rf (radio frequency) transceiver assembly found out of electrical specification.